Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited high capture threshold and high, out-of-range defibrillation and pacing impedance. It was suspected that the rv lead was fractured. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.